Manufacturer narrative:
The investigation for the optical signal and priming issues has been completed. Since neither product nor data logs were returned for investigation and there is a lack of clinical detail, the root cause of the optical signal issue and priming issue could not be determined.

Event description:
The complainant had placed a impella cp to support a st elevation myocardial infarction patient. The pump was placed but, explanted due to malfunctions. There were air in purge alarms and optical signal issues. The pump was explanted and the patient survived. The patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp pump was implanted to support a stemi patient. The pump was placed but, explanted due to malfunctions. There were air in purge alarms and optical signal issues. The pump was explanted and the patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: data logs were investigated, and shortly after case start, signal not reliable (snr) drops to zero, lamp increases to 100%, contrast drops, and gain increases. 4 minutes later the placement snr alarm triggers. These are all indications of a severe air gap. Returned product was investigated, and the optical signal 5s parameters were all within specification, and the pump passed the laser continuity test. Additionally, when connected to the console, the placement snr did not reproduce during the 18 hour period that the pump was run in a bucket. Based on data logs and returned product having no abnormalities, it was determined the root cause of the optical signal issues was an air gap. Priming issue: data logs were investigated and immediately upon case start, the purge pressure trends down below 300 mmhg. Purge flow ticks also show that as soon as the plunger attempts to pull back, it stalls. There is a gap in the logs where it appears the purge cassette was likely reconnected, and again the purge pressure trends down and the "air in purge" alarm triggers. A second attempt to replace the purge cassette can be see, but again, purge pressures trend down. The purge flow ticks continue to be stalled through these changes as well. Returned product was investigated and there were no visual abnormalities. The purge cassette was able to prime successfully and then it was connected to the returned pump and left to run in a bucket for 18 hours overnight. No purge alarms triggered. Purge pressures, flows, and ticks were all within specification. Based on returned product having no issues and returned data logs, the root cause of the priming issues was determined to be a use issue. There was likely a kink in the purge line between the purge bag and the cassette or the bag wasn't spiked in the first place. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.